Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2a6tn implanted: (B)(6) 2020 explanted: (B)(6) 2026 product type lead ubd: 30 -jun-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that there was a lead issue. The lead showed high impedances with all electrodes over 4,000 ohms. Troubleshooting was performed. They checked the impedance 4 times. They removed the lead from the battery and cleaned and reinserted it 4 times. The old lead was removed. The new lead was successfully implanted and functioning. The cause was not known. The issue was resolved.